Event description:
It is reported that the patient underwent a revision of the articular surface due to wear. During the procedure, osteolysis was noted within the femur and tibia. The areas of osteolysis were cleaned out and packed with crushed cancellous bone graft. Cemented components remained in place in these areas.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
A review of the device history records for the articular surface found no deviations and/or anomalies. This device is used for treatment. As detailed in the surgical notes, the patient was diagnosed with osteolysis in both the femur and the medial tibia of the knee on which surgery was conducted. Based on the surgery notes for the primary surgery, the articular surface was worn and, as a result, replaced. It is noted that, per the surgical notes, there was slight metal tray wear identified laterally and some rotary marks in the articular surface of the tibial tray. Per the package insert, articular surface wear is considered a known risk. Based on the information available, the root cause of the event cannot be determined.